Event description:
While loading the diagnostic catheter over the guidewire the distal tip of the catheter separated prior to being inserted into the patient's body. The product was not clinically used in the patient.

Manufacturer narrative:
While loading a 4fr infiniti diagnostic catheter over a guidewire, prior to being inserted into the patient's body, the distal radiopaque tip of the catheter separated. The use of the product was appropriately discontinued. No additional clinical details were provided, such as product storage or handling and no product was returned for evaluation. With such limited information, it is not possible to determine what factors may have contributed to the tip separation. The product was not returned for evaluation, also, as no sterile lot number was provided a review of the manufacturing route sheets could not be performed.